Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and overnight observation. The biopsied lesion was 1 cm and in both the right upper lobe and right lower lobe, at least 2cm from pleura. The physician believed the cause of the pneumothorax was due to transbronchial forceps and needle biopsies in an active smoker with emphysema. Per the physician, the pneumothorax could have potentially occurred via another biopsy modality because an emphysematous lung is a risk by any biopsy method. The patient was asymptomatic and was under anesthesia post procedure when the pneumothorax was identified. The pneumothorax was large in size and immediately resolved with the placement of a 14f pigtail catheter. The patient was diagnosed with benign inflammatory lung parenchyma. At the time of this report, the patient was markedly improved with a scant air leak. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The patient was hospitalized and a chest tube was placed to resolve the pneumothorax.